Manufacturer narrative:
It was reported oxygenation is bad and it needs to be provided much more fio2 to patients seeing worse gasometric results. It was reported there was no affectation for the patient. No harm to any person was reported. The product and the further information (pressure value, flow value, blood gas analysis, patient illness history, etc.) Required for investigation were requested. It was confirmed by the getinge representative that there is no information available from the customer and the product was not kept for investigation. The production history record (DHR) of the affected hqv 140300#with lot # 3000283006 was reviewed. According to the DHR results, the product hqv 140300# passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The customer did not provide the serial number on the oxygenator which is required for DHR review. Therefore, oxygenator DHR review could not be performed. Due to lack of information and being unable to investigate the sample in this complaint, it is not possible to confirm the reported failure or a product related malfunction. Thus, the failure "oxygenation is bad" could not be confirmed. The reported failure was also identified as part of the current risk management file and the most probable causes are associated to: crack in polymethylpentene (pmp) oxygenator fiber; exceeding intended duration use clotting, diffusion path too long; lack of information on pressure drop; use errors: lack of gas filter; act is below 480 seconds clotting. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #: (B)(4).

Event description:
It was reported oxygenation is bad and it needs to be provided much more fio2 to patients seeing worse gasometric results. It was reported there was no affectation for the patient. The oxygenation performance can be detected while on patient use. Complaint #: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.